Event description:
Marker band came off & lodged deep in the muscle. Doctor initially opened a 2220j, lot# 0108167 and noted the catheter tip was bent and didn't use it. He then got the catheter from the 3220j and used with the aforementioned results. No patient problems contributed to the event and no additional procedures scheduled to remove the indwelling marker band.